Event description:
Philips received a complaint from customer biomed reporting the error code of 1203: alarm message: low leak-co2 rebreathing risk on the v60 ventilator. The device was reported to be in clinical use. There was no report of harm. A philips remote service engineer (rse) advised the customer biomed of the latest version of the service manual which advises in response to error code 1203, the exhalation port may be occluded. Ventilation continues if possible. Customer advised to complete the pneumatics performance verification testing. The customer biomed reported the error code 1203 occurred during planned maintenance service and there was no patient involvement as originally reported. The biomed consulted with philips technical support and determined the cause was a bad flow assembly. The biomed reported the unit will not be repaired, but rather retired and not returned to service. The investigation concludes that no further action is required at this time.